Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm even after a battery change. The customer's blood glucose was unknown. Nothing further reported.